Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. Upon sensor removal on (B)(6) 2020, the patient she thought the wire was beneath her skin, with no wire seen on the underside of the patch. She had a burning and pricking sensation at the site so went to the hospital the following day. An x-ray showed no trace of the wire but there was a small infection at the site. She was treated with cephalexin 500 mg twice a day for 3 days. At the time of the report she stated she was doing fine. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.